Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying inaccurately high results compared to the patient's feelings. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B) (6), 2010 to classify this complaint. The patient alleged that the product issue began at approximately 4:30 pm on (B) (6), 2010. The patient claimed that he tested his blood sugar with the subject meter and obtained a result of "189 mg/dl." The patient stated that the reported reading was suspiciously too high for him. The cca documented that the patient tests his blood sugar three times a day and manages his diabetes with a combination of oral medications (metformin 500 mg taken twice/day) and insulin injections (humulin 70/30 - 45 units in am and 30 units in pm). Based on the reported meter reading, the patient stated that he took 5 extra units of his humulin insulin (35 units total) at 4:40 pm. At approximately 7:15 pm, the patient claimed that he developed symptoms of "hunger, weakness, sweating, and was staggering." The patient denied testing his blood glucose on any meter at the onset of his symptoms. The patient claimed that he treated himself by eating food and felt better an hour later. The cca documented that the patient did not have any test strips at the time of the call. In addition, the cca was unable to walk the patient through a quality control test on the subject meter because the patient was using a non-lfs brand of control solution. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.